Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported through remote transmission that the patient received inappropriate shock due to atrial fibrillation with rapid ventricular recovery in the ventricular fibrillation detection zone. The device was scheduled for replacement.